Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) removed all the cubies and row boards, and the row board cables along with the retractor band cables were reseated. No hardware failures were reported following the work. A final test was run in hta, which completed successfully without any issues. The system functioned as intended after the fse repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.